Manufacturer narrative:
The diagnostic logs were returned for review. The data analyzed shows no indication of inaccurate co ci measurements. The issue appears to be the clinician's inexperience with the hsni system. The hsni and ev1000 systems use slightly different co algorithms. The data determined that the patient exhibited symptoms of a hypovolemic condition in which the co and ci must be low. Low ci was confirmed through the clinical data analysis. The raw arterial pressure waveforms from the patient was reprocessed through the algorithm for the ev1000 monitor. The resulting co ci data was compared to the co ci data from the hem1 monitor. Both data sets showed similar low ci measurements, well below 2.0 l min m2. The data from the hem1 device is consistent with the ev1000 device. The assignable cause of the issue is design. The issue could not be confirmed. There was no defect identified during the investigation. A risk assessment and corrective action were initiated for the issue. H3 other text : diagnostic logs reviewed.

Manufacturer narrative:
Correction update, after additional review, the data logs appeared to correlate to the reported event description; however, the edwards rep could not confirm the date. Additionally, the edwards rep did recall that the issue occurred on either 6/30/2021 or 7/1/2021, which is a correction from the originally reported date of 06/29/2021. Log files received for review

Manufacturer narrative:
The device will not be returned as the serial number of the device is unknown, the exact device involved cannot be determined. As the serial number is unknown, the UDI information is unknown. The device history record review cannot be completed as the serial number is unknown. The diagnostic logs have been requested. A supplemental report will be submitted if there is any information from the logs that is able to be provided.

Event description:
It was reported that there were inaccurate low ci values of 1.9 that displayed on the hemosphere monitor, hem1. The patient was a healthy non-cardiac surgical patient with no cardiac history. The blood pressure was 110/70. The patient was not treated on the inaccurate values. The patient demographics are not available. This was during patient use. There is no patient injury.